Event description:
Reporter indicated that following revision surgery, during which both the vns lead and generator were replaced, the patient experienced voice alteration, coughing and vomiting while eating or drinking, and difficulty swallowing. Additionally, it was reported that the patient was referred for further evaluation by an ent, and a swallowing study showed paralysis of the left vocal cord. The surgeon stated that "it was assumed that she had recurrent laryngeal nerve traction-related injury." Attempts to obtain additional information have been unsuccessful to date.